Event description:
During a procedure, the surgeon experienced difficulty removing the pruitt occlusion catheter from the patient's vessel. When he removed the catheter, there was a significant bleeding. No further information was provided.

Manufacturer narrative:
We have not received the complaint sample for evaluation. Hence, we cannot conclusively determine the root cause of the reported malfunction. We have sent a list of follow-up questions to the hospital but have not yet received a response despite our repeated attempts. At this time, we could not confirm if the adverse event is related to the catheter malfunction. A batch record review of the affected lot could not be performed since the lot number was not provided to us.